Manufacturer narrative:
There was no patient present. No parts or files have been received by the manufacturer.

Event description:
A medtronic representative reported that an articulating arm could not be locked properly. There was no patient present.

Manufacturer narrative:
The suspected device was returned to the manufacturer for evaluation. The instrument end of the vertek will not lock down. The mechanical malfunction directly caused event.